Event description:
It was reported that the patient was in the hospital and was ordered to have a spinal tap for meningitis. The health care provider (hcp) wanted to know if he could puncture the patient¿s catheter. The hcp was aware the patient was on a high dose research protocol of baclofen and used to be on ¿2,000 per cc¿ but was not anymore and the hcp was not aware of what the patient¿s current dose was. The patient was reportedly not admitted to the hospital because of the pump. The patient was reportedly a ¿traumatic injury patient¿ who had seizures and came in with a high fever and ¿some seizure break through¿. The patient was also noted to have chronic otitis so ¿it might be an ear infection¿. The reporter believed the patient was admitted the day prior to the report date. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the device delivered lioresal, compounded baclofen and unknown baclofen. It terms of the daily dose, ¿research protocol¿ was listed. Other medications were possibly also contained in the pump as the health care provider (hcp) indicated ¿research drug¿ when asked if other medications were present. In terms of how the patient was doing now and if they were receiving effective therapy, ¿improve¿ was reported. It was noted the device was not explanted.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).